Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed during product evaluation. Service could not duplicate the reported condition; the device passed all tests per procedure. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. The pump head module slot was cleaned and checked as a precaution. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 810:15; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.